Event description:
It was reported that the lead was not capturing in the atrium. The lead was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; however, the outer insulation had cosmetic environmental stress cracking and a depression. The full lead was returned and analyzed.